Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, after a primary r3-tha metal on metal construct had been implanted on the plaintiff¿s right hip on (B)(6) 2009, the plaintiff experienced elevated cobalt levels in serum, metallosis and pseudotumor formation in the posterior aspect of the hip. Intraoperatively, a blackened material was noted around the trunnion consistent with trunnionosis. During this procedure, the co-cr modular head, the co-cr acetabular liner and the 25mm spherical head screw were explanted and replaced with a oxinium -4 femoral head and a polyethylene liner. The plaintiff was taken to the recovery room in stable condition.

Manufacturer narrative:
H3, h6: it was reported that a revision surgery was performed on the patient¿s right hip. During the revision the modular head, liner and spherical head screw were explanted. As of today, the devices used in treatment have been requested but have not become available. A review of the complaint history for the head, liner, modular sleeve and head screw was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product. No other similar complaints were found for the head. Other similar complaints were identified for the screw, this will continue to be monitored. Other similar complaints were identified for the modular sleeve and liner, however as these devices are no longer sold, no action is to be taken. A search was also performed using part numbers, the reported failure modes and description summary to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. Other similar complaints were identified for the head and liner. However, as these devices are no longer sold, no action is to be taken. No other similar complaints were identified for the modular sleeve or head screw. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was not performed for the head, sleeve and r3 liner as these devices have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. A review of historic applicable escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible; no further escalation actions required. The available medical information was reviewed. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (elevated metal ions, pseudotumor, trunnionosis) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without additional information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective or preventative action is not indicated.